Event description:
It was reported that tip detachment occurred. Percutaneous transluminal angioplasty (pta) was performed. An opticross 18 was selected for use. However, it was noted that the tip broke. The procedure was completed with another of the same device. There were no patient complications reported and the patient status was stable.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. Visual inspection revealed that the distal tip or guidewire exit port assembly appears to be damaged. A kink was observed in the sheath assembly from the femoral marker to the distal end and a kink was observed in the telescope assembly from the femoral marker to the proximal end. No detachment was observed during the testing process. A test guidewire was inserted and no indication of resistance in tracking the guidewire into of the catheter was noted. No other issues or defects were observed during product analysis of the returned device.

Event description:
It was reported that tip detachment occurred. Percutaneous transluminal angioplasty (pta) was performed. An opticross 18 was selected for use. However, it was noted that the tip broke. The procedure was completed with another of the same device. There were no patient complications reported and the patient status was stable.